Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the surgical scope exhibited bumps on the bending rubber section. There were no reports of patient involvement.